Event description:
The consumer reported an unconfirmed false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2021. Repeat testing was performed on (B)(6) 2021 and generated negative results. This test was for the consumers son. Per the consumer, he brought his son to the clinic to get tested on (B)(6) 2021 and that generated positive results (name of test not provided). Per the consumer, the patient is symptomatic. Additionally, there was no patient harm due to test results.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 159896a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number195-160/195-260 / lot 159896a, test base part number195-230wl/195-430wl/ lot 150608. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 159896a showed that the complaint rate is (B)(4)% (1/308928). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the interpretation of the result, or the specific patient sample.